Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 2 message. This complaint is classified according to the documentation of the customer care advocate. This medical surveillance specialist contacted the patient back on 08/25/2009. However, the patient was not incline to provide any more information. The patient manages her diabetes with self-adjusting insulin. It is not known when the error 2 message began. The patient indicated that she developed symptoms described as "sweaty, headache, and tired" due to the error 2 message. The patient was unwilling to indicate whether the symptoms developed before or after the product issue. The day prior to original date at 1pm, the patient reportedly administered self-treatment with 4 units of novolog. The patient was not tested with any other devices at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the test strips were in good condition, the error 2 message occurred when the test strip was inserted into the subject meter, and the reported issue was not resolved. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia due to the product issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.